Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported white screen, which was reproduced during evaluation. The cause was determined to be a failing processor. The processor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a white screen. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.